Event description:
The pt's daughter reported that the pt was admitted to the hospital due to sleepiness and diarrhea. A pump alarm was heard, but telemetry had not yet been performed. The hcp reported that the pt had an altered mental status and was "obtunded". Telemetry confirmed a critical alarm was occurring due to a motor stall. The pt was receiving compounded morphine via the pump. No diagnostic studies had yet been performed. The pt's daughter further reported that the pt had also been vomiting. She also reported that unspecified diagnostic studies had been done. She was encouraged to contact her mother's hcp. Additional info has been requested, a follow-up report will be sent if additional info becomes available.